Event description:
Information received from the field does not address the patient's clinical status but notes that when the device was programmed to increase the battery current, the rrt indicator was triggered. The battery voltage dropped and the battery impedance increased greater than expected.